Event description:
Same case as 2134265-2009-00098 and 2134265-2009-00099. It was reported that during a coronary artery stenting procedure a balloon rupture occurred. The lesion being treated was a calcified, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician was using a 2.5x15mm maverick 2 monorail balloon and inflated to 12 atm's for 15 seconds, went back down and inflated again to 12 atm's for 30 seconds, then inflated to 10 atm's for 20 seconds. They removed the balloon and then reinserted it, inflated to 18 atm's for 15 seconds, came down and inflated to 10 atm's for 6 seconds and the balloon ruptured. The balloon was removed and the physician went back in with another of the same device, took it to 15 atm's and it ruptured on the first inflation. The balloon was removed, and the physician went in with 2.5x15mm quantum maverick monorail and inflated it to 5 atm's and it ruptured. That was removed and another quantum maverick monorail 2.5x15mm was used and it worked fine, it did not rupture. The procedure was competed and the patient is listed as "fine".

Manufacturer narrative:
The manufacturing records for the top assembly batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The complaint device was not returned therefore product analysis was not possible. Without an analysis of the complaint device it was not possible to confirm the reported event and inspect the device for possible root causes. Though the exact cause of the reported event was not determined, the most probable root cause is considered operational context.